Event description:
The manufacturer's representative reported that the patient's bowel "was nicked" during the placement of the catheter. The patient has cerebral palsy and was "very contorted" with catheter placement reported to be "difficult". The patient was receiving lioresal via the device. The patient symptom related to this event was ileus. The patient underwent exploratory laparotomy and over-sewing of 2 perforations. The patient did not develop peritonitis. The outcome was reported as "fine". The patient was discharged on a special diet. The hcp plans to reimplant at a unspecified later date, pending follow-up with a general surgeon.